Event description:
The patient underwent prophylactic full revision to go from a dual-pin to a single-pin system. The explanted generator and lead were received for product analysis. Generator product analysis found that the generator performed according to all specifications. A review of the data dump showed that the most recent 25% change in impedance was from a high value to a low value, with the date of change being after the date of explant. However, it is unknown when the impedance first became high. Note that since the low impedance occurred after explant, it does not represent a device failure. Lead product analysis found abraded openings in both the inner and outer silicone tubing, with fluid leaks in both the inner and outer silicone tubing. No discontinuities were identified; however, a portion of the lead was not returned, and an evaluation and resulting commentary cannot be completed. No additional relevant information has been received to date.

Manufacturer narrative:
D4 lot #, corrected data: initial report inadvertently did not include lot number. H4 device manufacture date, corrected data: initial report inadvertently did not include manufacturing date.